Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal to mid left anterior descending (lad) artery. After deployment of the 2.5 x 28 mm xience xpedition stent in the mid segment, a distal edge dissection was observed. A 2.5 x 12 mm xience xpedition stent was implanted to cover the dissection. The patient condition was stable with no complications. No additional information was provided.